Event description:
It was reported that after applying the canister, after 4 to 5 hours, the renasys touch machine alarmed a full canister. The customer confirmed that the y-connector was not activated and the system appeared to be functioning normally. Because of the alarm, the customer had to replace the canisters to try to silence the alarm. The system was applied by a very experienced nurse in the use of the device, therefore, it also does not raise the question of the size of the orifice of the film. No patient impact has been reported.

Manufacturer narrative:
The devices used in treatment have not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, therefore the root cause is undetermined at this time. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. However, this investigation is now complete. DHR batch/record for the reported lot. This unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.